Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had no power and there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/07/2017 with the following findings: a review of the black box did not indicate any evidence of a power issue. Visual inspection revealed evidence of moisture behind the display lens. The battery compartment was intact and the battery cap was able to fully secure to the pump. The pump powered on with functional auditory and vibratory features, but the display remained blank. The pump casing was removed and evidence of internal moisture contamination was found on multiple internal pump components. The presence of audible tones and vibrations indicates that the pump had power. A blank display screen may be misinterpreted by the user to be a power issue. Additional testing for the alleged power issue could not be completed due to the blank display. The blank display was determined to be caused by internal moisture damage. The complaint of a power issue could not be confirmed or duplicated on investigation. Unrelated to the original complaint, investigation revealed that the audio bolus button cover was missing and there was a leak at the bolus button. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.